Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Event description:
We received an allegation of a questionable total protein gen.2 (tp2) assay result for one patient sample tested on a cobas 6000 c501 module. The initial result is 104 g/l. The first repeat result is 73 g/l. The second repeat result is 73 g/l.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The customer has not reported any other issues; only one patient sample was reported to have a questionable result. Based on the information provided, the investigation determined that the event was consistent with a preanalytic issue at the customer's site. Preanalytics are within the customer's responsibility.